Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a lead safety switch occurred on the left ventricular (lv) lead associated with this cardiac resynchronization therapy pacemaker (crt-p). Lv pacing impedances had been increasing since implant. A boston scientific technical services (ts) consultant discussed troubleshooting options and it was reported that the patient would be seen in clinic. No adverse patient effects were reported. This device remains in service.